Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision. Prior examination of the ra lead revealed that the ra lead had dislodged. During the procedure, the ra lead was visually found to be hanging straight down, confirming the dislodgement. No electrical anomalies were reported due to the dislodgement. The ra lead was repositioned on (B)(6) 2021. No patient consequences were reported.